Event description:
It was reported that during testing the pump downstream occlusion (dso) seal was found to be lifting. There was no patient involvement and harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
One device was returned for analysis of complaint that downstream occlusion (dso) seal was found to be lifting. No relevant service or event history was found. Complaint cannot be confirmed through visual inspection.